Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to failure of ccd (charge-coupled device). It is likely that the cause for occurrence of failure of ccd is that water entered from the pinhole. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Upon inspection and testing of the returned device, there was no image due to a bad charge coupler device. In addition, the water leak test failed, due to a tiny pin hole on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that there was no image displayed on the hd autoclavable camera head. There was no report of patient harm or user injury associated with this event.